Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
Patient underwent a shoulder revision procedure due to pain, wear, and possible infection. During the procedure, poor bony ingrowth into the glenoid baseplate was noted. The glenoid components were removed. Patient will undergo a reimplantation procedure in the future.